Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator had a display that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The sales representative reported that there was a display failure with their v60 ventilator. During the pre-check, the sales representative reported that the display was showing inverted colors, but that the liquid crystal display (lcd) was responding. This investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the issue was confirmed. The se reported that the issue was resolved by replacing the liquid crystal display (lcd) cable.